Event description:
It was reported that during a double lung transplant procedure, the techs and nurses can't tell the difference in reloads after long hours on the job, request a uniform retaining cap. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.